Manufacturer narrative:
(B)(4). The customer returned one sealed package of v5-10314. Visual examination of the returned et tube revealed that the label indicates that the et tube is a size 7.0 which is correct for the product code. The et tube packaged within the pouch is marked as a size 7.5. The inner diameter of the et tube was measured using calipers. It was confirmed that the et packaged in the pouch is marked correctly on the tube and is a size 7.5. The reported complaint of the incorrect size et tube packaged in the pouch was confirmed based upon the sample received. The pouch was correctly labeled as a size 7.0; however, the et tube packaged within the sealed pouch was confirmed to be a size 7.5. Therefore, the potential cause of this complaint issue is packaging related. A nonconformance has been initiated to further investigate this complaint issue.

Event description:
The customer alleges that the item number (size) on the package represents/label a size 7 et tube, however size 7.5 et tube is inside the package.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned.the device history record investigation did not show issues related to complaint.corrective actions cannot be established since it is necessary to receive the device sample to perform a proper investigation and confirm the alleged defect. At this time the sample is not available and it is not possible to determine the source of the defect reported and root cause.customer complaint cannot be confirmed due to lack of the device sample. If the device becomes available at a later date, this complaint will be updated accordingly.teleflex will continue to monitor and trend on similar complaints.

Event description:
The customer alleges that the item number (size) on the package represents/label a size 7 et tube, however size 7.5 et tube is inside the package.